Manufacturer narrative:
The device was received by the resmed and an evaluation was performed. The reported complaint was confirmed through the review of the device data logs. The evaluation determined that the system fault 65 was due to a software issue. The device was serviced and returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault (sf 65) indicating a data issue. There was no patient injury reported as a result of this incident.